Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported that the device is very difficult to lock. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.